Event description:
It was reported that during the implant attempt, there were multiple attempts to position the right ventricular (rv) lead, each resulting in high thresholds with sensing difficulty. Additionally, the stylet got stuck in the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix lobe mechanism, and the inner insulation was kinked and buckled. The lead appeared to have been stretched and damaged at implant.